Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this device paced on the t-wave initiating ventricular tachycardia (vt). The arrhythmia self terminated with no further adverse patient effects reported. Review of the episode showed a premature ventricular contraction (pvc) occurs which falls into the refractory period, therefore a pace is delivered which initiates the vt. Device reprogramming was discussed to mitigate the observation.